Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was having issues with the sensor. Customer's blood glucose was 6.7 mmol/l. Troubleshooting was performed and it was found the cannula was missing on the sensor. Customer declined further troubleshooting as she was tired. Customer agreed to return the sensor for analysis.